Event description:
Procedure: right hip revision. Revision surgery was performed on (B)(6) 2014 hip revised due to infection. Aetiology of infection is unknown.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The complaint states that the doi is unknown and dor was (B)(6) 2014 due to infection. No medical records or documents were provided to confirm this. Notification was received stating that no further information or return of product is available. A complaints database search and review of manufacturing records could not be conducted as no lot or product numbers were received. Without further information or return of products the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion. If further information is received the complaint shall be reopened and investigated further. No further actions are identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.